Manufacturer narrative:
G.4. K183399; k243403. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that with a needle the blood squirted out of the IV tube (which is outside the body). This is the part of the tube that the needle does not pass through. This IV was probably defective in advance. Has this product already been used in patients: yes. Has there been a risk to the patient or user: yes. What was the risk: risk of contamination through blood in, for example, eye/mouth. Response received on 6/5/2026. To my knowledge, it has not been communicated where exactly the leakage occurred. I have only received the complaint description and no photo or image indicating the location of the leak.